Event description:
Patient had jp drain that was ordered to be removed. During removal of jp drain, the tip broke off and migrated through body, had to be removed through ir procedure. Unknown product information.